Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and successfully reset the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.